Event description:
Event: the patient's husband, (B)(6), reports the patient passed away on (B)(6) 2026. Freq: inject 1 prefilled syringe intra-articularly into each knee once weekly for three weeks. Diagnosis for use: bilateral primary osteoarthritis of knee.